Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and delayed healing.

Event description:
Patient reported right side "complications with textured implants", "swelling near both incisions and in the glands", "the incision had open wounds and wouldn't heal", "nausea and vomiting and felt like passing out" and "heavy weight on the chest". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g.3.

Event description:
Patient reported right side "swelling near both incisions and in the glands", "incision had open wounds and wouldn't heal" and "heavy weight on the chest." Patient also reported "nausea, vomiting and felt like passing out"; these events are not device related. Device was explanted.